Event description:
It was reported that during a stent procedure, the stent delivery system was inflated to 12atm (contray to IFU) and an unusual inflation was observed. The balloon obstructed the left main. The stent was successfully deployed and contrast removed using an indeflator. No unusual resistance was met while removing the stent delivery system and the stent was post dilated successfully. Reportedly no pt injury occurred.